Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. A new 65 ml reservoir was implanted. No patient complications were reported in relation to this event. No more information is available at the moment. Additional information received. The ipp was replaced due to was not inflating. It is believed that the implant was either not placed correctly or was injured during placement. The patient had a good outcome with a functioning device.